Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several inappropriate shocks for what appears to be an atrial tachycardia with rapid ventricular response. This device remains in service. No additional adverse patient effects were reported.